Manufacturer narrative:
(B)(4). Date sent: 3/14/2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the 0014a device (I) was received inside its sterile package. Upon visual inspection, it was noted that the label is for a 0014a e-z clean blade 4.0 inch; however, inside it has a 6.5-inch e-z clean blade. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during or set up customer noticed that the product code on the packaging was not the product inside the package. Package was labeled for a four-inch extended blade electrode but inside the package is a six- or six-and-a-half-inch extended blade electrode. There was no patient involvement.